Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed disconnected tubing at the blood sampling valve (bsv) port 7. The fse replaced the tubing to resolve the leak issue. The fse also observed intermittent belt advanced issues due to worn connector at rockerbed, old cable and broken clamp. The fse replaced the rockerbed, rockerbed cylinder, cable, and rockerbed sensors to resolve the intermittent belt advanced issue. In addition, the fse also replaced the bsv port 1 and the hand switch for preventative maintenance. The customer stated variant lymph flags were occurring. The fse cleaned the flowcell and replaced the differential sample tubing to resolve the variant lymph flags issues. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 20 mls of clenz leaked from the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.